Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer called to report multiple no delivery alarms. The customer also stated that he was just released from the hospital. However, he doesn't know why he was admitted. The reported blood glucose reading at the time of the call was 344 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.